Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause of malfunction: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 182 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 107 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/19/2018 and open vial date at time of call is three weeks. The customer provided the last five results from her logbook: the 182mg/dl (B)(6) 2017 12:00 pm fasting:yes, the 144mg/dl (B)(6) 2017 12:00 pm fasting:yes, the 107mg/dl (B)(6) 2017 12:00 am fasting:yes, the 129mg/dl (B)(6) 2017 12:00 pm fasting:yes, the 106mg/dl (B)(6) 2017 12:00 am fasting:yes. Memory concerns:all results. Customer called about not liking this meter at all. She sticks to her diet and she stated very thin and yet her blood sugars are high. She had gone to the dr's in the beginning of april but did not know what her a1c was but was told it was good. She could not read me the results from her meter only from her log book so no times will be with these results. She does not want this meter, I offered to replace the meter and strips for her but she refused. Also refused to give me her address.